Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation shows the right atrial (ra) lead was over-sensing noise. No intervention has been performed. The patient's condition was stable.